Manufacturer narrative:
The instrument was not received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged awl tip instrument. Through hammering on the navigated frame component instruments there has been damage to the awl tips in the ring where the ratcheting handle locks on to the awl. There was no patient present.